Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose went as high as 949 mg/dl. Customer experienced frequent urination, vomiting and nausea. Customer was placed on insulin drip and went to the emergency room. Troubleshooting for high blood glucose levels was performed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.